Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella device, the alarm history of the automated impella controller was reviewed and indicated prior ¿controller error¿ alarms. It was reported that these alarms self-resolved without intervention. The medical team was unable to identify the cause of the alarms or the circumstances under which they occurred. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.